Event description:
On may 11, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the screen blacks out, and the system freezes and becomes unresponsive to keyboard commands. When a new patient or probe is selected the onscreen images will reappear. The procedures were then completed successfully without further issues. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.